Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer received auto off alarms in the middle of the night and at different times during the day. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.